Event description:
It was reported intraoperatively a transesophageal echo was performed and revealed a leaflet stuck in the open position. The valve was removed and replaced with another sjm mechanical valve. It was reported the patient experienced extra time on bypass.